Event description:
It was reported the device was used on a laparoscopic procedure. The device leaked pneumoperitoneum. A new device was pulled to complete the case. There was no consequence to the patient.